Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility and tested the pump. The error could not be reproduced and the pump was running normally. The pump was not made available for further investigation as well as serial read-out. Thus, no further investigation was possible. Through follow-up communication livanova learned that the hospital has its own biomedical engineering department and that hospital engineer replaced the motor control board and the motor power amplifier with technical assistance provided at the phone by a livanova technician. In this specific case, the user had the possibility to restart the pump by following the IFU. The reported error could have been solved easily by powering off and back on the roller pump as prescribed by the IFU. However, he did not choose this option and decided to hand-crank the pump. Considering all the above mentioned information is not possible to rule out a malfunction of the device. It is not possible to exclude that a defect on above mentioned boards or a defect of the ribbon cable connecting them may have led/contributed to the reported issue. The exact root cause cannot be established. A complaint database review revealed that no further complaints associated to this pump/s5 console have been submitted thus, it is reasonable to assume that the issue was solved and did not recur.

Event description:
Livanova (B)(4) received a report that a s5 roller pump could not spin when set to 1.5 lpm during a procedure. Reportedly, the user hand-cranked the pump until a back-up pump was installed. According to the perfusionist a motor control error was briefly displayed when switching the pump. The procedure was completed successfully. There was no report of patient injury.